Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad was torn over the arrow buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's father stated that the pt's blood glucose level is elevated and thinks the pump is not functioning properly. He reported that the pt's blood glucose level was over 500mg/dl when he woke up in the morning and remained over 500mg/dl during lunch. He also said that the pt's blood glucose levels had been responding to insulin injections until the day he called. The pump was with the pt at school and not available with the father for troubleshooting.